Event description:
Medical affairs has been unable to get in contact with the pt and sent a letter to obtain more clinical info. The pt called alleging that her profile meter stopped working 10 days ago, and because it was not working, she was unable to test her blood glucose. Meter had a "processor issue" after the test strip was inserted into the meter. Date unk, pt ate some candy and was taken to the hospital where she was treated with IV. No info if she experienced any symptoms at the time of testing. No info on what her reading was in the hospital. Pt had been using the correct technique and used a new vial of test strips and issue still persisted. At this time, this case is being reported as a malfunction, since the issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.